Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for loss of fluid column noted during device preparation. It was reported that after device preparation of the steerable guide catheter (sgc) and during insertion of the dilator into the sgc, the sgc lost fluid column. The device was not used and there was no patient involvement. There were no patient involvement and no clinically significant delay. No additional information was provided.